Event description:
The physician noticed the marker band in the x-ray was not positioned in the right place. The catheter was removed and discarded. The second catheter was in the process of being prepped for use and they noticed the band had slid down by the hub of the catheter. The device was not used on the patient. No harm or injury was reported. This is one of two reports for this complaint. (B) (4)

Manufacturer narrative:
Device evaluation: one unused device was received for evaluation. Actual device used was discarded by customer. Merit determined on 30 april 2010 that a product removal would be required. This is a 5-day MDR in accordance with statutory reporting requirements. Communications to consignees was sent 5 may 2010. A report to the FDA in accordance with 21 c.f.r. 806.10 is also in process. (B) (4) no additional form 3500a reports will be filed for this event. Evaluation: conclusions: notification of field action taken.